Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that during advancement through the heavily calcified anatomy the outer surface of the balloon became compromised and/or damaged resulting in the reported balloon rupture during inflation at 14 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). The 6.0x150mm otw armada 18 balloon dilatation catheter (bdc) was advanced to the lesion however the balloon ruptured during the first inflation at 14 atmospheres (atm). The bdc was removed without issue. Five additional non-abbott balloons were used however also ruptured. The procedure was completed using a supera stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.